Event description:
It was reported the customer experienced an elevated blood glucose (bg) level displayed as high; cause was due to an occlusion alarm. The blockage was located in the cartridge tubing. Customer administered a manual injection to address bg level. Customer changed pump supplies to resolve the issue.